Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) that didn't change the amplitude. Everything was ok when the manufacturer representative programmed the adaptivestim with the clinician programmer but, when the patient modified the stimulation with the patient programmer, the stimulation remained "blocked whoever is position". It was noted the stimulation worked correctly because the symbol of the patient position did change. It was recommended to confirm adaptivestim was enabled for the specific group the patient was used, check whether adaptivestim was turned on, and reset the orientation/re-orient the ins and reprogram the adaptivestim. It was confirmed that adaptivestim was enabled for group a and that it's turned "on" on the patient programmer. The orientation was already reset. It was then recommended to try another patient programmer and then to delete all programming and start from the beginning using group b or c for adaptivestim. Another patient programmer was tried and the problem was the same. When the manufacturer representative tried programming with the clinician programmer, the adaptivestim worked normally. When the patient modified the stimulation value with the patient programmer, the value remained blocked. Technical services inquired if they have accidentally put the limits on -0.0 v and +0.0 v. This would explain why the position and voltage would change when the patient changed position but cannot change the amplitude with the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the limits were not activated. Adaptive stim did not work; everything was ok when adaptive stim was programmed with the clinician programmer but when the patient modified the stimulation with the patient programmer, the stimulation remained blocked "whoever is position". The problem was not solved and adapative stim was deactivated. The patient changed the amplitude manually. The cause was not determined.